Manufacturer narrative:
Initial 4 of 10. E1: event country: spain. Name: tandem. Country: united states of america. Street address: 11045 roselle street . City: san diego. State: california. Zip code: 92121. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545.. Manufacturing site: 3003442380

Event description:
It was reported that patient faced adhesive issue as infusion set fell off during use on (B)(6) 2026. The patient faced the issue with ten infusion sets which were in use for few hours which were replaced and patient resumed insulin deliveries successfully.